Event description:
Coopervision was made aware by a pt who stated she was diagnosed with optic neuritis. Optic neuritis may result in loss of vision. Treating physician did not indicate whether pt's condition is or is not related to contact lens wear. No report of permanent damage to eye function or body structure. No lenses were returned and no lot number was provided.